Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The same sample was retested twice and a new sample was retested all on a different platform which yielded negative results for all targets. No harm was alleged. An investigation is in progress to evaluate the customer issue.

Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The same sample was retested twice and a new sample were retested all on a different platform which yielded negative results for all targets. No harm was alleged. (B)(4).

Manufacturer narrative:
An investigation was conducted which concluded that low levels of amplification can be seen which could indicate a sample with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Additionally, if the customer re-tested samples using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. Low titer samples can also occur due to cross-contamination if the customer is not following proper good lab practices. The reagent lot was also investigated and ruled out any contribution to the allegation. No product problem was found. (B)(4).